Manufacturer narrative:
The insulin pump passed all displacement tests. The insulin pump was received in motor error loop during bolus/basal delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to perform the excessive no delivery test and occlusion test due to motor error alarms. The insulin pump had minor scratches on display window and cracked reservoir tube lip.

Event description:
It was reported the customer received a motor error alarm. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).